Event description:
This lead was implanted on (B)(6) 2005 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 states a red alert for low shock impedance was recorded on (B)(6) 2013 but no value was reported for shock lead impedance test. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).